Event description:
It was reported that during perfusion, arterial pressure readings were low and unresponsive despite troubleshooting, including cleaning and restarting the device. The possibility of utilizing a external pressure monitoring line to evaluate arterial pressure was discussed but declined by the customer site. Adequate flows, bile production, and global perfusion were maintained, and the liver was successfully transplanted. No patient harm occurred.

Manufacturer narrative:
DHR review was performed and no deviations from the established process were identified. Analysis of the data confirmed the complaint details. Data analysis shows low arterial pressure throughout the case. Servicing of the associated device found ingress in the pinch valve. The root cause of the reported event could not be conclusively determined. Correction: the original submission incorrectly listed the manufacturer report number using the cfn prefix. The correct identifier should use the fei prefix. The correct fei for the manufacturer report is 3011560054. No other information in the original report is affected by this correction. This correction does not reflect any change in the device, event details, or evaluation.